Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and the alarm log review was performed. The alarm log review and power on self-test revealed evidence of the f-38 alarm. Visual inspection noted no issues. The cause was determined to be due to the force sensing resistors (fsrs) being out of specification. The reported condition was verified. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.